Manufacturer narrative:
Investigation: three photos of a loose 5ml syringe were received and evaluated. It was observed in all photos there was spots of missing ink in the grad lines extending from the 2ml to the 4ml marking and the right half of the numbers were cut off. There was also an ink smear over the "ml" at the 5ml mark. Potential root cause for the missing ink defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the three provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a syringe 5ml ll tip bulk convenience pak had scale marking error. The following was reported, "the syringe was difficult to read, and the graduations nearly rubbed off. Not sure the syringe is from which lot as three bd lots used for the same drug product lot compounding."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 5ml ll tip bulk convenience pak had scale marking error. The following was reported, "the syringe was difficult to read, and the graduations nearly rubbed off. Not sure the syringe is from which lot as three bd lots used for the same drug product lot compounding."